Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a calibration now alert but the insulin pump doesn't allow it. Blood glucose value was 513 mg/dl at the time of the incident. And treated with a manual injection. The customer refused to go to the hospital. Troubleshooting was performed and the customer was advised to check the sensor to see if it's damaged and discovered the cannula was bent. The device will be replaced and returned.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. (B)(4).